Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, and cracked battery tube threads. No crack was noted on the display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks near the battery compartment and around the display window. No further information reported.